Event description:
Draeger medical received a user facility medwatch report which indicated that the user attempted to plug a physiological monitor into an electrical outlet and received a shock from the plug end. When the user grabbed the plug where it was attached, the bare electrical wires contacted his skin and he received an electrical shock.

Manufacturer narrative:
The facility was contacted and the initial reporter stated that the user did not require medical treatment and the facility classified this as a minor injury. Further discussions with personnel in the biomedical dept confirmed that the power cord was replaced, but the power cord involved had been discarded and was not available. Draeger provides hospital grade power cord. This is an isolated incident, and no further evaluation could be performed as the device was discarded by the customer. The instructions for use manual warns of periodic inspection of the cables/cords and to discard any defective product under "safety conditions- general electrical safety".